Event description:
Customer alleges when it is put into "push" he is still able to drive the chair. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsi-hd-s, (B)(4) is approximately 1 year 9 months old. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female in her (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that when the right motor is in push or drive the power chair will roll backwards pulling to one side. Also, when the chair is put against a wall the wheels just spin. A right motor has been ordered. (B)(4). No injury alleged.